Event description:
A physician reported that after injecting juvederm ultra plus into the right cheek from lateral border of zygoma in a patient, noticed irregular blanching of the cheek which did not improve with massage. The physician injected hyalase 300u double diluted, and the blanching improved but did not resolve. Omnilux treatment was given and the patient's skin improved but still some blanching and deep bruising. Further 300u double diluted hyalase was injected. The blanching resolved and the physician noted, "likely to be embolisation of zygomatic artery, however good collateral supply in this area. During further follow up with the patient, the patient noted that the bruising was not as bad as expected and had botox treatment and plans for voluma treatment in the cheeks "once things have settled down." Further follow up from the physician notes that: "other than some bruising, the patient is doing fine."

Manufacturer narrative:
(B)(4).